Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the sensor stopped sending data to the continuous glucose monitor (cgm) system. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event that the sensor stopped sending data was confirmed by the finding of a signal loss via data. A root cause could not be determined.